Manufacturer narrative:
The field service engineer (fse) was on site and reported an amp board error at the fl5 position. To resolve the issue the fse replaced the tarpon amp board at the fl5 position. Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - case-(B)(4).

Event description:
The field service engineer (fse) reported an amp board error at the fl5 position on the fc500 while running flow check prior to performing preventative maintenance service. There was no report of death, injury, or change to patient treatment as a result of this event.